Event description:
It was reported that during a laparotomy procedure, the surgeon placed the port into the patient, the port appeared to have moved back out of the patient slightly. When the surgeon pushed the port back into position, the port bent, so no instruments could get through (the bend). The surgeon used another device to complete the procedure. There was no delay as a result. This did not cause any damage to the patient or the patient¿s tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the sleeve bent. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.